Manufacturer narrative:
The patient was a pregnant female who had a follow up visit after taking medication. A specific root cause could not be determined based on the provided information. There were indications that the pre-analytic handling of the sample may have had an impact on the issue as there were red threads found in the sample above the gel layer, the centrifugation time was too short, and the centrifugation speed may have been too high. The instrument alarm trace also showed several errors during the time of the issue regarding abnormal probe movement and the last performance testing of the instrument was done over a year ago.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the beta-subunit (hcgb) on an e602 analyzer. It was stated that the sample in question had sediment on top of the gel in the tube. The sample initially resulted as 103.7 miu/ml and this value was reported to the patient. The sample was repeated on (B)(6) 2016, resulting as 906.0 miu/ml. Another sample tube from the patient was tested on (B)(6) 2016, resulting as 911.4 miu/ml and 913.5 miu/ml. The patient was not adversely affected. The hcgb reagent lot number was 185430. The reagent expiration date was asked for, but not provided.